Event description:
It was reported that a japanese singleday infusor leaked into the housing. This occurred during patient infusion of an unspecified drug. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection identified fluid inside the housing, confirming the reported condition. A functional leak test was performed to identify the exact location of the leak in the unit. A leak was identified at the welded area of the volume indicator port located inside the housing. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 26, 2012 to november 27, 2012. The cause of the problem was determined to be an inadequate ultrasonic weld at the welded area of the volume indicator port. In order to address this condition, a CAPA was opened. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up MDR will be submitted.